Manufacturer narrative:
Received one used. List #unknown, primary plum set w/ orange tubing, as received, no physical damage or other anomalies observed. The filter vent juncture was air leak tested with the cap closed, no leakage was observed. The filter vent was pressure tested with the vent cap open, leaking was observed. Confirmed customer complaint of tubing lines leaking. Probable cause is due to a loss of hydrophobic properties resulting from an infusate interaction during use. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified dates and involved an unspecified primary plum set with unknown list and lot number. The reporter stated that they have several (23+) IV tubing lines that have been leaking over the last month. It was not reported if there was patient involvement, but there was no harm reported as a consequence of this event.

Manufacturer narrative:
D4 - primary UDI number - will remain blank as no product information has been provided.